Event description:
Per the audiologist's report, this patient developed necrosis of the skin flap post-implantation of a second cochlear implant. The first device was explanted due to a previous skin flap infection. The skin fell off and revealed the recently implanted device. In 2006, the surgeon moved the receiver/stimulator to a new area. Nine days later, the skin was healing well, but the patient could not hear during the activation of the device. It was determined that the electrode array had withdrawn from the cochlea during the second surgery. The surgeon repositioned the electrode array during a third surgery. An x-ray confirmed that the electrode array was back in the cochlea and the patient reports being able to hear with the device. Clinicians will keep a close watch on the healing skin flap.

Manufacturer narrative:
This is a final report. This type of event report is addressed in the device labeling.